Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.(B)(4).

Event description:
It was reported that the patient underwent revision hip arthroplasty on (B)(6), 2010, to replace the liner, which was approximately fifteen (15) years old. It was discovered that the incorrect locking ring was implanted. A revision procedure was performed on (B)(6), 2010, to remove and replace the locking ring.